Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack to reservoir compartment. Customer stated that reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.